Event description:
Following surgery of the second toe, it became red and swollen. Wbc and bone scan was performed and was negative for infection. Surgeon suspects foreign body reaction to implanted absorbable pin. This device is used for treatment.

Manufacturer narrative:
Lot number was not provided, therefore, device history could not be reviewed and manufacturing date not determined. The surgeon suspects a foreign body reaction. Pt sensitivity to the material being implanted should always be considered prior to the procedure. This event is considered a pt specific event.